Event description:
It was reported that, during use with a swan ganz catheter, a patient experienced an arrhythmia that required cardioversion. Arrhythmia occurred either during or after the swan was fully inserted. Per the customer, the catheter was "excessively stiff and the required constant was not built into the hemodynamic system." The account reported that it did not know the correct computation constant for the swan. These issues caused inaccurate cardiac output measurement and impacted clinical decision-making prior to the cardioversion. The clinicians suspect that the swan caused the arrhythmia. Swan was connected to a bedside monitor.

Manufacturer narrative:
Additional product code: dyg, dqe, kra device was discarded. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. In addition, a device history record cannot be completed without a lot number. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.